Event description:
It was initially reported that the patient had developed an infection at the generator site approximately four weeks after implant. The patient's lead and generator have since been removed, however the explant date is currently unknown. Antibiotics have been administered. Attempts for additional information have been unsuccessful to date.